Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 350 mg/dl (19.4 mmol/l) while wearing the pod on their leg between 49 and 71 hours. The patient reported experiencing extreme pain after wearing the pod. After removing the pod, the patient stated the pod infusion site was red and visibly inflamed with the inflammation described as the size of their hand. The site was disinfected and dried. The pod was removed normally, and a new pod was applied. The patient sought medical attention due to the infection at the pod infusion site. On (B)(6) 2026, the patient went to their healthcare provider (hcp) due to extreme pain in their leg, fatigue, high bg levels, and a visible infection. The hcp diagnosed the patient with inflammation. The hcp prescribed amoxyclav 875/125 1a pharma, which should be taken twice a day in the morning and evening for 5 days. Blood tests were performed to check the inflammation levels. Antibiotic therapy started; symptomatic improvement reported over time; no local treatment of the injection site was performed by the hcp.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.